Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -11.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same model; size lens but different diopter due to refractive surprise. The replacement lens resolved the problem. Cause reported as unknown. "The patient is (B)(6), presbyopia -1.50d, professional accountant, usually see more close, the main complaint of near vision is still poor vision to solve the near vision, so 2 operations."

Manufacturer narrative:
No similar complaint event(s) within associated lots were found. (B)(4).

Manufacturer narrative:
Claim# (B)(4).